Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Exterior showed damage on the front panel bezel, damage on the heater tray paint, and damaged stay safe mount. There were visual indications of dried fluid within the cassette compartment on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. The balloon valve actuation test passed. The patient sensors passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed. The cycler was powered down during drain 0 in order to test the power fail recovery. Upon rebooting the cycler, the power fail recovery was successful. No other issues occurred during the treatment test. No fluid leaks in the test cassette during the treatment test. Voltage calibration check test passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the inside of the rear panel, on the bottom cover under the pump, behind mushroom heads a & b, and on the pump molded clamp. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after canceling pd treatment. The patient¿s pdrn reported that during drain 1 of 4, an air detected in cassette warning occurred multiple times. The patient rebooted the cycler but a power fail recovery warning occurred. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid leaked from the cassette and fluid found coming out of the pump heads inside the cassette door. The pdrn was advised to have patient discontinue the use of the cycler. In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Patient pressure sensor test passed. Accelerated stress test (ast) 3 hours simulated treatment was performed and passed with no further alarms or issues. No fluid leaks in the test cassette during the treatment test.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after canceling pd treatment. The patient¿s pdrn reported that during drain 1 of 4, an air detected in cassette warning occurred multiple times. The patient rebooted the cycler but a power fail recovery warning occurred. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid leaked from the cassette and fluid found coming out of the pump heads inside the cassette door. The pdrn was advised to have patient discontinue the use of the cycler. In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after canceling pd treatment. The patient¿s pdrn reported that during drain 1 of 4, an air detected in cassette warning occurred multiple times. The patient rebooted the cycler but a power fail recovery warning occurred. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid leaked from the cassette and fluid found coming out of the pump heads inside the cassette door. The pdrn was advised to have patient discontinue the use of the cycler. In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler is available to be returned to the manufacturer for physical evaluation.